Manufacturer narrative:
Evaluation was not performed; product was not returned for analysis.

Event description:
It was reported that the bur was broken; it was out of the blister. There is a gap between inner and outer sheet of the bur. There was no report of patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.